Event description:
It was reported that an acticon neosphincter device was removed due to pt dissatisfaction and device malfunction.

Manufacturer narrative:
Cuff: catalog# 72401980, lot# 332025005, mfg 08/2001, expiration 04/25/2006, implant date (B)(6) 2001. Balloon: catalog # 72402104, lot # 334127005, mfg 09/2001, expiration 09/27/2006, implant date (B)(6) 2001. Pump: catalog# 72402287, lot# 660672007, MFR 06/2010, expiration 06/23/2015, implant date (B)(6) 2010. The 11cm occlusive cuff was visually inspected and functionally tested. There was a leak in the cuff that appeared to be the result of a sharp instrument. The control pump was visually inspected and functionally tested. It performed within specifications. No leak was found. The 81-90 cmh2o pressure regulating balloon (prb) was visually inspected and functionally tested. The prm tested below specifications at 73.3 cmh2o. No leak was found. There was a leak in the prb kink resistant tubing that appeared to be the result of a sharp instrument. Should additional information becomes available regarding this event, it will be re-evaluated and a follow-up report will be sent.